Manufacturer narrative:
A philips field service engineer (fse) visited onsite and confirmed the reported problem. The volume was low and distorted. The fse determined that the sound amplifier on main board was defective and he replaced the mainboard to resolve the issue.

Event description:
It was reported that the device had no volume. The device was not in use on a patient at the time of the event. There was no adverse event reported.